Event description:
An altitude alarm was reported, leading the customer to suspend insulin delivery. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the customer to clean the pump¿s speaker holes and reconnect the cartridge, although insulin was not resumed after this. A new cartridge was loaded, but the alarm recurred. The customer was advised to wait two hours to allow moisture evaporation and was asked to follow up afterward.